Event description:
Rn inserted nasal gastric and secured with tegaderm to face. Noted next am that extension tubing attached to hub but hub not attached to tubing. Tubing remained secured with tegaderm to face. Tubing removed intact without hub. Broke of during care. All pieces recovered. No missing pieces. Patient tolerated well. The original package was not saved - a different package ref (B)(4).